Manufacturer narrative:
Batch review performed on 26 march 2021 lot 156101: (B)(4) items manufactured and released on 02-mar-2016. Expiration date: 2021-02-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event since 2017.

Event description:
The patient came in reporting instability due to laxity. The surgeon revised 12mm insert with 13mm one 2 years and 5 months after primary, to give the patient more stability. The surgery was completed successfully.